Manufacturer narrative:
Unit passed the functional test, including self-test, a-21 errortest, displacement test, rewind, basic occlusion test, occlusion test, prime/a33 test, off no power test and excessive no delivery test. All operating currents are within specification. Unit had missing segments due to cracked and bleeding lcd glass. Unit received with cracked reservoir tube lip, minor scratched display window, cracked case at display window corner, cracked belt clip slot and scratched reservoir tube window.

Event description:
The customer reported via phone call that the insulin pump had a partial display due to being dropped. Blood glucose level at the time of the incident was 66 mg/dl.